Manufacturer narrative:
Conclusion: device investigation shows damages to the active electrode. However as no information has been received from the field it is not possible to determine if the damages are due to excessive mechanical stress to the active electrode or are related to explantation surgery. A root cause for the explantation could not be determined. This is an initial and final report.

Event description:
Explanted device was received for investigation. Despite requests no further information has been received.